Event description:
It was reported that the filter holder was broken. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Device evaluation: one device was received for investigation. Visual inspection showed a cracked sensor, damaged door latch and door key sensor. The printed circuit board (pcb) assembly contains fluid ingression found during an internal inspection. Fluid ingression also found inside the air detector. The smell of shorted out electrical components was noted. During functional testing the complaint was not confirmed, the filter holder was not broken and functioned as intended. Another problem was found with the sensor, it was cracked. The root cause was identified as the broken sensor. The sensor above the filter holder was cracked and inoperable. This component may have been confused with the filter holder. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Due to age and condition the device has been deemed beyond economical repair.

Event description:
Additional information was received confirming the event took place during the initial check. There was no patient harm or injury reported.